Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is malfunctioning. Customer states that there is a motor error alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.